Manufacturer narrative:
Exemption number e2015058 the device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. . Investigation found the reported fault may be attributed to damaged pogo pins. Upon visual inspection of the returned device the pogo pin was observed to be sheared off. The history log indicates the pogo pin became damaged on or after the last log entry on the 27th june 2016 as the damage would have prevented the device from powering up. The damage to the pogo pin was likely a result of an incorrectly seated pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.